Event description:
During a lap nissen fundoplication procedure, the device worked fine for 1st hour - then started alarming instrument error - switched off - re torqued still not working - changed generator and sill instrument error - changed disposable worked fine for rest of case - the silver hand piece lead was never changed. Prolonged theatre operating time. No patient consequence.